Event description:
End user reports circumferential redness under the mass and tape collar. She has had this area since having her stoma placed in 2013. She uses sensi-care adhesive remover to her peristomal skin. She uses water to cleanse her peristomal. She said she and her ostomy nurse have tried every product possible but, the redness persists. She said this redness has recently worsened because she had to change her pouch more often due to pinholes in her pouch. End user was instructed that she does not have to change her wafer when she changes her pouch. She does experience pain from this reddened area but the kenalog spray that she applies with each wafer change helps with the pain.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(6).